Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was not cauterizing. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the or staff used a backup instrument to resolve the reported issue. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. Failure analysis found the primary of continuity test failure to be related to the customer complaint. The instrument intermittently passes the electrical continuity test (passed when grips were manipulated in various orientations). There was no obvious damage to the conductor wires. The housing was removed from the back end, and no wire damage was found. The instrument was installed on an in-house system. An energy delivery test was performed and intermittently delivered energy. The root cause is not determinable/applicable. An additional observation not reported by site was provided. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The instrument was transferred to engineering for additional investigation. Engineering confirmed the primary findings. The instrument was placed on an in-house system and failed the energy delivery test. The instrument was then hooked onto a multi-meter, and it was discovered that one conductor wire would not register any current, regardless of the orientation of the grips. The grip cables were cut, and the conductor wires were removed from the main tube. It was then discovered that there was a small breakage that was located where the waterfall pulley is located in the instrument chassis. The root cause of this finding is a component failure. A review of the site's complaint history found additional complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number: 471205-17, lot number: k11210628-0162) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for one hour and 13 minutes. The instrument had 8 uses remaining out of 14 maximum tool uses.. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.